Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited noise and crosstalk. The ra lead also exhibited far field r-wave (ffrw) oversensing and the right ventricular (rv) lead reported t-wave oversensing (twos). The ra and rv leads remain in use. No patient complications have been reported as a result of this event.